Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 120mg/dl (lab), 201 mg/dl (meter). Tests were done less than 30 minutes apart with a difference of 68%. Patient did not experience any adverse events. No further info has been reported.